Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4) - (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii). The sample was run neat and then repeated using a 1:5 dilution on a cobas e 411 immunoassay analyzer. It is not known if erroneous results were reported outside of the laboratory. The customer submitted the patient sample for investigation where erroneous results were also identified between the customer¿s e411 analyzer and an e411 analyzer used at the investigation site. Refer to attached data for patient results. There was no allegation that an adverse event occurred. The customer¿s e411 analyzer serial number was (B)(4). The e411 analyzer serial number used at the investigation site was (B)(4). The estradiol iii reagent lot used at the investigation site was 252578 with an expiration date of jul-2018. A specific root cause was not identified. Additional information was requested for investigation but was not provided. Samples from patients undergoing in vitro fertilization (ivf) sometimes exhibit special hormone status which can contribute to non-linear dilution behavior. There was not enough sample volume left to complete the investigation. Possible root causes for the event may be calibration, sample and reagent handling, diluent performance (e.g. Expired, on-board stability), instrument performance or dilution error and matrix effects with an unspecific reaction.